Event description:
Per the clinic, the patient reported pain with device use. The device was explanted (B)(6) 2013, and the patient was reimplanted with another manufacturer's device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 16, 2013.